Event description:
A patient reported concerns about a possible malfunction due to a 13 unit air gap observed in the tubing. Glucose levels during the follow-up call were significantly high at 354 mg/dl. The patient planned to meet with a contracted trainer to address the situation, and technical support was requested to investigate and troubleshoot the pump. There was no adverse impact reported to the customer¿s blood glucose level thereafter, and follow-up attempts with the customer were initiated but were unsuccessful. No additional information was received regarding the outcome of the event.